Event description:
A high readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified high sensor scan results. It is unknown whether the customer observed a trend arrow on the device. The customer experienced weakness in the legs. The customer was unable to provide detailed information regarding the event. At one point, the blood glucose reading was reported as 32 mg/dL on the HCP meter; however, the customer did not know the corresponding sensor reading. The readings were obtained directly in the ambulance. The customer was treated by a healthcare professional with cola and food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.